Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05973 address the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and leveen needle electrode were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2009. According to the complainant, the metastasis tumor was accessed with the electrode via two percutaneous incisions. Six ablations were performed without issue. However, after completing the seventh ablation, a console error (e91) occurred. The procedure continued after the generator and pads were checked. The eighth ablation was then performed to complete the procedure. Upon removal of the electrode, the physician found that a tine had broken away from the array. A CT scan confirmed the presence of the tine within the tumor. The physician indicated that the tine was not retrieved and will not be an issue for the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(The physician maintained that the unretrieved fragment would not impact the patient). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).